Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 29 occurred during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer was able to successfully load a cartridge and continued to use the pump for insulin therapy.